Manufacturer narrative:
Concomitant medical products: product ID: 6945-65, implanted: (B)(6) 2003. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increasing and high pacing impedance and threshold. The physician suspects myocardial tissue to be the cause. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was rising. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead impedance exceeded 3000 ohms resulting in an alert. A possible lead fracture is suspected. As the patient is non-pacing dependent, the physician elected to reprogram the device and the ra lead remains in-situ. No patient complications have been reported as a result of this event.